Manufacturer narrative:
(B)(4). S/w version unknown, retainer ring = black. Customer returned pump for alleged cosmetic damage at the case (battery tube) and moisture damage on event date (B)(6) 2022. Pump received with blank flashing white display. Unable to perform the displacement test, sleep current test, active current test, self test flashing white display. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download history files and traces using thus due to blank flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the motor flex cable, pcb1 and pcb2. Physical damage noted to the lcd controller (pcb1). The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, scratched case, cracked case (battery tube), label damage (stained serial number label) and corroded battery tube. In summary, customer allegations for moisture damage confirmed on pcb1, pcb2, the motor flex able and cosmetic damage confirmed at cracked case (battery tube). Flashing white display observed due to a cracked lcd controller (pcb1). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump started to alarm and there was water at the battery compartment. Insulin pump had a crack. Troubleshooting was performed. Customer stated that the insulin pump had neither been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.